Event description:
It was reported that this patient experienced cardiac arrest and was taken to the hospital where their device was explanted and replaced as this device was on advisory. This patient was pacemaker dependent and had an atrioventricular node ablation. Approximately one month prior the batter life showed six to nine months left. This patient was very unhappy and noted they would be reaching out to an attorney. Technical services (ts) directed this patient to the website to get the us customer advisory letter. Additional information was received that this device had declared safety mode and exhibited pacing inhibition resulting in syncope. This patient was flown to the hospital for emergency replacement. It was noted that transthoracic pacing with external pacing pads were placed. Additional information was received that the previously mentioned clinical observations has left this patient with some post traumatic stress disorder.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that bradycardia therapy remained available. The system resets occurred during a telemetry session and while communicating with the latitude remote monitoring system and caused the device to enter safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Event description:
It was reported that this patient experienced cardiac arrest and was taken to the hospital where their device was explanted and replaced as this device was on advisory. This patient was pacemaker dependent and had an atrioventricular node ablation. Approximately one month prior the batter life showed six to nine months left. This patient was very unhappy and noted they would be reaching out to an attorney. Technical services (ts) directed this patient to the website to get the us customer advisory letter. Additional information was received that this device had declared safety mode and exhibited pacing inhibition resulting in syncope. This patient was flown to the hospital for emergency replacement. It was noted that transthoracic pacing with external pacing pads were placed. Additional information was received that the previously mentioned clinical observations has left this patient with some post traumatic stress disorder.

Event description:
It was reported that this patient experienced cardiac arrest and was taken to the hospital where their device was explanted and replaced as this device was on advisory. This patient was pacemaker dependent and had an atrioventricular node ablation. Approximately one month prior the batter life showed six to nine months left. This patient was very unhappy and noted they would be reaching out to an attorney. Technical services (ts) directed this patient to the website to get the us customer advisory letter. Additional information was received that this device had declared safety mode and exhibited pacing inhibition resulting in syncope. This patient was flown to the hospital for emergency replacement. It was noted that transthoracic pacing with external pacing pads were placed.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
Added coding for noise and loss of capture.

Event description:
It was reported that this patient experienced cardiac arrest and was taken to the hospital where their device was explanted and replaced as this device was on advisory. This patient was pacemaker dependent and had an atrioventricular node ablation. Approximately one month prior the batter life showed six to nine months left. This patient was very unhappy and noted they would be reaching out to an attorney. Technical services (ts) directed this patient to the website to get the us customer advisory letter. Additional information was received that this device had declared safety mode and exhibited pacing inhibition resulting in syncope. This patient was flown to the hospital for emergency replacement. It was noted that transthoracic pacing with external pacing pads were placed.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient experienced cardiac arrest and was taken to the hospital where their device was explanted and replaced as this device was on advisory. This patient was pacemaker dependent and had an atrioventricular node ablation. Approximately one month prior the batter life showed six to nine months left. This patient was very unhappy and noted they would be reaching out to an attorney. Technical services (ts) directed this patient to the website to get the us customer advisory letter.